Event description:
It was reported that the end user feels that the irc5po2v concentrator is not dispensing enough oxygen when the humidifier bottle is attached to the unit. Unit was checked and cleaned by the dealer, oxygen tested at 94.5 without the humidifier bottle and 91.4 with the bottle. Unit is designed to alert user for low o2 when it goes below 85%. End user went to sleep a couple days later and when he awoke he alleges that he was deoxygenated and in full muscular seizer, spasm and intense pain. He realized there was no discernable air flow coming out of the cannula, and had to force himself to try to get up, stay awake and move around to get his breath back. Invacare medical personnel advised this description is not medically sound. The user called to speak with his doctor over the phone. No allegation of this unit alarming or shutting down. No serious injury, no alleged medical intervention.